Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging unit powers off during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter involved with this complaint failed testing. The meter was found to have spc pin 1 was bent. In addition, a secondary issue was also noted. The meter was found to have spc pin 4 were lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.